Event description:
Set profusion pump. Primed from 0730-1032. No leaking noted or detected went on bypass at 1032 noticed blood dripping from bottom left of heat exchanger. Unsuccessful atempt to stop the blood loss with bone wax. No incident to pt. 1050 started measuring blood being lost- 1050-1209 approx 115ml, 1209-1242 approx 125ml, 1242-1310 approx 100ml (total 340ml). 1253 came off bypass.